Event description:
Boston scientific received information that during a routine in-clinic follow up, this pacemaker was observed to have reached elective replacement indicator (eri) one month ago. It was reported that during a previous in-clinic follow up five months ago, the device had a magnet rate of 90 ppm and a programmer showed a battery status of two years remaining. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Manufacturer narrative:
The device was successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.